Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. It was reported that while attempting to separate the two sides of the peel-away introducer, it broke and split as it should but then left the perforations and needed to be cut apart. It was noted that the procedure was successful. Additional information noted the patient was going to be made a do not resuscitate and care was withdrawn.

Manufacturer narrative:
B2: the date of patient death is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation introducer damage ¿ mechanical and vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. D6b added. Instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention . Section: warnings & cautions: cautions: ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings, section: pre-support evaluation, section: direct aortic insertion, section: use of impella with transcatheter aortic valves: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patient with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ b5 additional information that was inadvertently omitted from manufacturer device report 1220648-2024-24137. G1 reporting contact email revised on manufacturer device report 1220648-2024-24137 in accordance with updated procedures. H6 health effect - clinical code 1888 was inadvertently omitted from manufacturer device report 1220648-2024-24137. H10 instructions for use were inadvertently omitted from manufacturer device report 1220648-2024-24137.

Event description:
Additional information the patient hemorrhaging into chest cavity, volume very low and cannot be maintained.